Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2016 with the following findings: there was no damage to the keypad cover; all buttons were responsive to button presses. The keypad cover was opened; no contamination was observed under the key contacts. The pump was opened; there were no intermittent conditions found on the keypad flex connector. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report is being amended to reflect changes in sections weight, date received by MFR (2020 reports), adverse event, if follow-up, what type?, and additional manufacturer narrative and/or corrected data.